Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula retracted inside of the sensor base, no broken or missing parts were observed during our analysis; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.

Manufacturer narrative:
The address information provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report that the electrode is missing on the sensor. Customer's blood glucose reading was 97 mg/dl. Replacement product is being sent.